Manufacturer narrative:
The investigation determined that discordant, reactive vitros anti- sars-cov-2 igg results were obtained from two patients when tested using vitros cov2igg reagent lot 0165 and lot 0185 on a vitros eci immunodiagnostic system and a vitros 5600 integrated system. The vitros cov2igg results were discordant when compared to vitros cov2tot results for the patients. A definitive assignable cause for the discordant, reactive vitros cov2igg results could not be determined. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were within the correct IFU interpretation region when tested on the vitros eci immunodiagnostic system. However, a reagent issue cannot be ruled out as a contributor to the event when vitros cov2igg lot 0185 was tested on the vitros 5600 integrated system, as no quality control results were provided on the instrument. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0165 or lot 0185. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the discordant, reactive vitros cov2igg results. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from two different patients when tested on a vitros eci immunodiagnostic system and a vitros 5600 integrated system. The vitros cov2igg results were considered discordant when compared to non-reactive results from vitros anti- sars-cov-2 total (cov2tot) testing. Patient 1, vitros cov2igg result of 1.22 and 1.41 s/c (reactive) versus the expected result of non-reactive. Patient 2, vitros cov2igg result of 5.08, 9.45 and 11.2 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection. There was no allegation of patient harm as a result of this event. This report is number 2 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).